Manufacturer narrative:
(B)(4). B5: describe event or problem - additional information d10: device available for evaluation - additional information h2: additional information/device evaluation h3: device evaluated by manufacturer - additional information h6: event problem and evaluation codes - additional information

Event description:
It was reported that transmitter failed error occurred on for transmitter with serial number (B)(6) . However, transmitter with serial number (B)(6) was returned for evaluation. An external visual inspection was performed and passed. Voltage test was performed and passed. Pairing test was performed and passed. A review of the share logs was performed and transmitter failed error was found for serial number 8mjnr4 within the investigation window. The allegation was confirmed. The probable cause was determined to be a low transmitter battery that led to a transmitter failure. The reported event of transmitter failed error is reportable based on transmitter failed error was found. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that transmitter failed error occurred. Data was evaluated and the allegation was confirmed. The probable cause was determined to be a low transmitter battery. No injury or medical intervention was reported.